Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a (B)(6) alinity I hiv ag/ab combo result for one donor. The following data was provided (B)(6). There was no impact to patient or donor management reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. D8. Was this device serviced by a third party? No. An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive alinity I hiv ag/ab combo results on an alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr verified the instrument operation and all components were in specification. A review of the (B)(6)service history was performed and found no contributing factors to the current complaint. There have been no further occurrences of discrepant hiv results generated since the fsr¿s visit. Trending review determined no related trend for the issue for the product. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) , was identified.